Event description:
The user facility reported that a guidewire's coating sheared off during one of two procedures, a ureteropelvic junction obstruction stenting or a nephrostomy procedure. The following information was provided by the user facility: (1) the urologist attempted to perform a retrograde stenting but it was not possible to obtain a stable position to place a stent; (2) subsequently, the radiologist then took over to perform a nephrostomy; (3) following the procedures, it was noted that a part of the device material was left in the patient's renal pelvic area; and (4) the contact at the user facility stated that the patient is under observation and will undergo surgery to remove the detached material, but this surgery has not yet been conducted.

Manufacturer narrative:
Based on the user facility information, it was noticed that a portion of the guidewire was left behind in the patient's renal pelvis area. The material has not yet been retrieved from the patient. The involved device has not yet been returned for evaluation and the lot number is unknown. Therefore, the failure investigation was based on assessment of user facility information and a representative reserve sample from current production. Examination and testing of the reserve sample confirmed no evidence of abnormalities or defects. The device labeling does address the potential for damage or separation of the polyurethane coating of the glidewire under certain conditions. Specific statements in the warnings / precautions section include: (1) "do not manipulate or withdraw the guide wire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval;" and (2) "do not use the guide wire m with devices which contain metal part such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2013-00166 to provide additional information received from the user facility.